Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be duplicated. The software and firmware were reloaded. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, when the site powered on the system, the pendant displayed "standalone mode". The site rebooted the system five times and on the fifth try, the system connected and they were able to proceed with the case. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.